Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, moderately tortuous and 90% stenosed left anterior descending coronary artery. The lesion was pre-dilated with a 2 x 12 mm semi-complaint balloon and the xience xpedition stent implanted at 16 atmospheres; however, a proximal edge dissection was observed. A xience xpedition stent was implanted as treatment. There was no adverse patient sequela. No additional information was provided.